Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx insulin pump. Conclusion: reservoir does not leak. (Transfer guard not returned).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was above 300 mg/dl and 200 mg/dl. The customer was treated with manual injection. The customer reported that they had leak was coming from the o-ring and not getting insulin and going through a hand full. The customer was advised to return reservoir and transfer guard. The reservoir will be returned for analysis.